Event description:
It was reported the device stopped and alarmed "no disposable pump". Cadd pump recorded 8.8ml received and 91.2ml in reservoir. Cassette reconnected to cadd pump (no more alarms noted), pump set to infuse remaining 91.20ml. Patient came back to infusion clinic with cadd alarm again indicating "no disposable pump". Patient had received 10.20 ml given a residual volume at 81ml (since restarted from the morning). Rn tried another pump still not working. Md and pharmacy made aware. Pharmacy made another cassette and patient received remaining 81ml. Additional information received via email and attached on 05-may-2022: interruption of patient's chemotherapy treatment and delay in patient receiving full dose of chemotherapy. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history review. A sample was received for evaluation. Samples were received in decontaminated conditions (used) and inside of a plastic bag. The samples were visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. No damages, kinks or voids were detected that could cause the failure mode reported. The sample was connected to a pimp to look for unusual function. The sample could be connected without problem; sample passed the test, average delivery was 2.805 percent. During functional testing, samples were filled with 100 milliters of water and were connected to pump look for unusual function. Sample was fully priming and connected without difficultly; the pump was set running and no alarms were activated. Complaint is not confirmed. Root cause could not be determined. No actions taken.